Manufacturer narrative:
Pharmacovigilance comment: the serious, expected events of swelling and hypersensitivity at the implant site and the non-serious, unexpected event of chapped lips were considered possibly related to the restylane refyne treatment but unrelated to the sculptra treatment. Serious criteria include hospitalization for observation. Potential etiology include medical history of hypersensitivity. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: the reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2019 by a other health professional which refers to a (B)(6) year old caucasian female patient. The patient medical history included allergic to shellfish and hypertension. Concomitant treatments included ramipril [ramipril] (unknown dosage) for hypertension, methylphenidate [methylphenidate] (unknown dosage) for an unknown indication, vitamins [vitamins nos] and fish oil [fish oil] daily as supplements. The patient had previously received treatment with voluma over a year ago to an unknown area by a different provider without complications. On (B)(6) 2019, the patient received treatment with 5 ml (2 vials) sculptra aesthetic (lot a7124) to the temples, cheeks, oral commissures in lower mouth and nasolabial folds with unknown needle and technique. On (B)(6) 2019, the patient received treatment with 1 ml restylane refyne (lot 16634) in both lips (0.9 ml total) and in left nasolabial fold (0.1 ml) with unknown needle and technique. Within 1.5 hours after the restylane refyne treatment on (B)(6) 2019, the patient experienced swelling (implant site swelling) at lips (both lower and upper lips), which continued to increase throughout the day. The hcp had seen the patient in her office in the afternoon on that date. It was reported that the lips were completely swollen and the patient could barely smile due to this. The patient lower jaw was also swollen. No blanching or pain was noted in the lips and jaw. The same day ((B)(6) 2019), the hcp advised the patient to take diphenhydramine [diphenhydramine], 50 mg po immediately and to take an additional 50 mg at hs. The patient contacted the hcp after seeing her in the office to report continued swelling of her lips which resulted in cracking in lips (chapped lips). At this point the hcp sent the patient to the ER. The hcp was later contacted by the ER physician who stated they planned to admit the patient to the hospital. Later on, the patient was admitted to the hospital for observation on (B)(6) 2019. As per reporting hcp, the ER physician suspected allergy to a preservative in the filler (implant site hypersensitivity) and the patient had no associated throat swelling at that time. Outcome at the time of the report: swelling was not recovered/not resolved. Suspected allergy to a preservative in the filler was unknown. Cracking in lips was unknown.